Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21601, 2017865-2020-21604. It was reported the patient presented to the emergency room with syncope episodes. Upon interrogation, it was observed the atrial and right ventricular leads were not capturing and had low sensing. A chest x-ray was completed to reveal the leads were dislodged and wrapped around the device consistent with twiddlers syndrome. The leads were explanted and replaced with no issues. The patient was stable.